Event description:
The complainant suspected a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for support using the impella 5.0 device. Approximately 6-12 hours into support, the patient was exhibiting signs of hemolysis as evident by dark red urine and elevated ldh values. There was no report of pfhg testing results to confirm hemolysis, however. As treatment, the pump was prematurely removed and replaced with a left side tandem heart and begun dialysis. Hemolysis improved.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.